Event description:
The hcp reported that during a tuna procedure the needles of the cartridge could not be retracted back into the handle. The cartridge was removed from the patient with the needles fully extended. A second cartridge was used to complete the procedure successfully. No adverse affects to the patient were reported and no additional treatment interventions were required.